Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced blood glucose levels down to 50 mg/dl, which were treated with food. Blood glucose level at the time of the call was 140 mg/dl. Low blood glucose troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.